Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notification. Upon interrogation, the device was found to be in backup vvi. A software download was successfully performed. The patient will continue to be monitored normally via remote transmission.